Manufacturer narrative:
Device monitored for several days. Device received with intermittent button response due to flattened act button dome switch (creased). No button error alarm during testing. No unlocked j2/lcd keypad connector. Unit received with all operating currents within specification and passed a21 error test, rewind and displacement test. No unexpected rewind anomalies noted. No unexpected low battery alarm anomalies noted. No unexpected failed battery alarm anomalies noted. Device received with cracked battery tube threads, minor scratched lcd window and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer was unable to read insulin pump screen, and insulin pump had keypad anomaly and rewind anomaly. It was reported that the insulin dosages motor was louder during rewind buttons were sticking. Troubleshoot was performed and the issue was not resolved. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.